Event description:
Health care professional (hcp) reports a fiber leak noted 90 minutes into pt treatment. New disposables used to continue the pt treatment without incident. The dialyzer was reused 40 times prior to this report. The hcp reports no pt injury or need for medical intervention.